Event description:
I've attempted to receive a replacement bipap device for a recalled philips respironics system one unit since june 30, 2022. My old device is registered for the recall and I have a confirmation number ((B)(4). My physician states they have faxed a prescription to philips. The patient portal shows that they have not yet received a prescription. I have called the hotline number several times and provided my doctor's name and phone number. I have asked that they confirm that they have received an rx (prescription). The philips representatives say I will receive a call and I do not get any confirmation call. However, I still get automated emails saying that they need an rx (prescription) or I must choose a CPAP (continuous positive airway pressure) with settings preconfigured. I need a replacement auto bipap not a CPAP (continuous positive airway pressure)! I am basically in an endless automated loop with no meaningful feedback or remediation. I will appreciate any help you are able to provide in getting philips to address their responsibility.